Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer later provided the device was appropriately rinsed before manual disinfection. All scope channels connected with tubes when the scope was setting up into the aer/ ewd. The air/water channel flushed with water and air by using mh-948 the scope was appropriately precleaned without any delay after the procedure. It is unknown if the reprocessing accessories had abnormalities. It is unknown if manual cleaning performed within an hour after the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there were excessive scrape marks in the biopsy channel and the angulation was out of standard value. The control knob had play and the distal end had minor scratches. The objective lens and light guide lens had peeling glue. The bending section rubber glue was cracked and the suction cylinder needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the evis exera iii duodenovideoscope had foreign material coming out. The issue was found during reprocessing. There was no patient harm or user injury reported.